Manufacturer narrative:
Product return was requested or its in transport. Evaluation will occur upon receipt of product return.

Event description:
Metal drive shaft snapped off. Causing the brush head to detach- oral-b power oral care refills "[device breakage]". No immediate harm occurred "[no adverse event]". Case narrative: consumer reported via web that the metal drive shaft snapped off inside his mouth and caused the brush head to detach. No injury was reported.